Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels (320 mg/dl). Contact stated that elevated blood glucose levels are "likely due to hormonal changes." Reportedly, customer will deliver correction boluses to stabilize blood glucose levels. Recommendation was made to consult with health care professional on diabetes management.